Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. The insulin pump was also received with case cracked behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery and insulin pump not working properly. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer reported that the insulin pump had delivery stopped. Customer reported that there was crack from top to bottom on the side of the insulin pump on the battery side. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.